Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the syringe needle tip broke while filling the cartridge with insulin. No resistance was reported while inserting needle into cartridge. Customer inadvertently poked their finger; no medical assistance was required.